Event description:
During a remote follow-up, far-field r-wave oversensing (ffrwos) resulting in inappropriate automatic mode switch (ams) were observed on the device. Technical support was contacted and provide reprogramming recommendations. No intervention has been performed. The patient is stable.

Event description:
Additional information was received that the device was reprogrammed to resolve the event.